Event description:
It was reported that it was difficult to insert the guidewire in the body of this patient during catheter placement. After removal of the guidewire, serious bending was noted. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0713 showed no other similar product complaint(s) from this lot number.